Event description:
It was reported the patient¿s full system was explanted on the right side due to infection. Hospitalization, antibiotics, and surgical intervention were needed. The infection was at the lead, extension and implantable neurostimulator (ins) location. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the infection had cleared, but the wound where the infection was located was not healing well. The patient did not have meningitis. To facilitate healing, the patient was undergoing treatments in a hyperbaric chamber.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0p59h, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0p59h, implanted: (B)(6) 2014, product type lead. (B)(4).